Event description:
Additional information received. It was reported that patient's device was shocking them every 7 minutes, and they arrived at the clinic and and their ins was reprogrammed on (B)(6) 2021. The patient's electrodes 10, 13 and 15 were out of range on their b settings. X-rays showed that leads had migrated to t6 and endplate of t7 from t8 and mid t8. They were changed over to a settings to a level that was comfortable to the patient. The shocking sensation ceased.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#/serial#: (B)(6), product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating patient was scheduled for lead revision. This was previously reported, but cancelled due to a final reprogramming attempt which apparently failed. Lead revision is scheduled for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient called pain management clinic stating he was being ¿shocked intermittently¿ from his device. This has never happened before today. Patient came to clinic and the hcp interrogated the device and ran impedance measurements. Electrodes 10, 13 <(>&<)> 15 showed to be out of range. The patient was using one of these electrodes in his current programming. The nurse switched patient to another group (a) which was not using these electrodes and the patient reported good distribution in areas of pain. Patient denied any falls, emi or events. The issue was resolved.